Event description:
In 2002 the end-user called medtronic minimed and stated that it called complaining about bent cannulas, and it had elevated bg's. In 2003 maersk medical a/s received the complaint and 1 used set.